Event description:
Note: this report pertains to one of two flexima biliary stents used during the same procedure. Refer to manufacturer report#3005099803-2025-04032 for the associated device information. It was reported to boston scientific corporation that two flexima biliary stents were to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, a placement failure occurred with both stents. The procedure was not able to be completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information like manufacture and expiration dates. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled.

Manufacturer narrative:
Blocks d4 (model number, lot number, catalog number, expiration date), g4 (premarket / 510(k) #), and h4 (device manufacture date) were updated based on the additional information provided on october 20, 2025. Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled. Block h11: a flexima biliary stent with its delivery system was received for analysis. Visual inspection of the returned device found the push catheter kinked, the guide catheter kinked and the push catheter suture hole torn. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy due to the condition in which the delivery system was returned. The investigation concluded that the observed damages on the delivery system were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Since the stent was not being able to be deployed, excessive pressure applied during the deployment attempt damaged the push catheter's suture hole. The resulting tear likely caused the suture to become lodged within the damaged area, preventing even further a successful stent deployment. Additionally, the push catheter was observed to be kinked, which may have created resistance during deployment and consequently contributing to damage the guide catheter. Therefore, the most probable cause of the reported event is adverse event related to procedure.

Event description:
Note: this report pertains to one of two flexima biliary stents used during the same procedure. Refer to manufacturer report#3005099803-2025-04032 for the associated device information. It was reported to boston scientific corporation that two flexima biliary stents were to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, a placement failure occurred with both stents. The procedure was not able to be completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.